Manufacturer narrative:
Correction: product ID 97755, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that it won't charge today - pt clarified she was trying to charge the ins but it will not connect - pt took the li battery out and it started to charge but then stopped again. Pt stated when she was connected and charging but the ins battery was not incrementing past 40% software problem cannot continue message reported 1. Intellis 2. 3.0 3. 243 4 qf_port. Pt stated she has taken out the li battery to reset the controller but the controller stopped working again. The issue was not resolved through troubleshooting. No patient symptoms reported. (B)(6)2021: information was received from a patient (pt) regarding an external device. The reason for call was pt was getting code system problem, cannot continue, please call manufacturer 1- intellis, 2-3.0 3-243 4-qf_port. Patient services (ps) had pt do a hard controller reset, and as they connected the recharger (rtm) to start a charge session, pt described getting passive recharge mode screen, and system problem rm04 came up. Ps had pt check for any damage on the controller port as well as the rtm. Pt confirmed no damage, but stated that the rtm "sometimes" gets hot. Pt stated that the controller was charged at 90%, and the implant had a red line and said recharge. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed that there was a recharger telemetry module (rtm) failure, it was stuck on the checking the recharger screen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.